Event description:
It was reported there was telemetry failure. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the printed circuit board was out of specification.

Event description:
It was reported there was telemetry failure. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.